Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during product incoming inspection the package was found with the seal peeled off. No adverse events were a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the packaging has the seal peeled open. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. Corrective/preventive actions related to this event have been addressed previously. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.